Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the battery device was not charging. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the lot number was inadvertently entered as serial number on the initial report. The lot number was updated as d150819 and the serial number as na. Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and observed that the battery could not charge because the contacts were not welded properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.